Event description:
Pt purchased a shopko brand blood pressure monitor. Model 72-524. According to consumer this machine consistently read 40 points higher than several other machines. Was purchased around 09/08/2009. Pt tests blood pressure 3-4 times daily. Became overly concerned when started getting extremely high blood pressure readings after purchasing and using this monitor. High blood pressure runs in family, father died of stroke, caused pt to panic and ended up going to dr. According to pt's blood pressure at dr's office, was much lower. No exact bp readings were given to me. Pt stated the readings were over 200 on machine in question. Dates of use: 2009.